Event description:
It was reported that pump generated cartridge alarm and caller experienced repeated cartridge alarms with consecutive cartridges, even though pump was not exposed to magnets and issue did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with backup insulin method if needed, and technical support confirmed details, arranged replacement pump shipment.